Manufacturer narrative:
(B)(4) catalog number (B)(4) is the international list number which meets the requirements of the similar product listed in which is the us list number. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Phytobezoar is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016, patient in italy underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. After an unspecified period of time, the tubing system was replaced. It was reported that during the replacement of the peg-j system, the presence of phytobezoar with production of erosive lesion at the gastric level has been observed. The jejunal tube was noted to have knot on the pig tail.